Event description:
The customer's mother requested info on the donation process for the insulin pump. The blood glucose reading was not applicable. The insulin pump was returned for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with an error alarm after a battery change due to a broken solder joint of a capacitor on the interface board. The device also had a scratched lcd window.